Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found there was no fault with the device. H6: codes applicable are fdm b01, fdr c19, fdc d14 and additional code img g02030. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/215895938, UDI#: (B)(4), manufactured date: 2018-07-23. H3: product analysis found bad contact, sometimes no signal. Pin loose. H6: codes applicable are fdm b01, fdr c070603, fdc d02 and additional code img g0403401. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, the device had bad contact and sometimes no signal. No patient involvement.